Event description:
The tpe machine developed a sudden rupture of the internal blood loop channel after 28 minutes of a smooth run. This was the second set up for the pt. Therefore, two channels of her blood were lost (340cc total). First set up had to be discarded after conference with tech support. MFR representative-employee inspected device on site. No transfusion required.